Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019 at around 11:00 pm, she felt her glucose level dropping and saw the cgm had a down arrow, so she drank about 24 ounces of gatorade and turned off her omnipod insulin pump. At around that time her mother noticed on the follow application, that the patient¿s cgm value was 106 to 107 mg/dl and then was 99 mg/dl. She tried repeatedly to call the patient, with no answer, so went to her house and checked the patient¿s bg which was 22 mg/dl. The patient was incoherent and was given orange juice. That did not help so her mother called emergency medical services (ems), who did multiple finger sticks which were also low, and the paramedics administered glucose or glucagon via intravenous (IV) therapy. The low alarm level was set at 80 mg/dl and the high level was set at 200 mg/dl and they stated the device did not alarm for the true low value because of inaccurate readings. The patient stated that she does not feel her low glucose levels much anymore, and becomes incoherent and sometimes passes out, so because of that she was not clearheaded enough to check her bg herself at the time of this event. At the time of the report her bg was 127 mg/dl and she stated she felt she was still recovering from the low event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.